Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported by a female consumer that she had red eyes twice after using oxysept. She consulted a doctor and was prescribed with 2 medicines. Consumer had only one type of medicine with her as the previous one was finished and thrown away. She did provide a picture of one of the medicines, chloramphenicol. The red eye lasted for a month and she has recovered now. She is familiar with the procedure of how to use the product. She will return the reported product for evaluation. No further information was provided. As tablets are used in conjunction with the solution, a separate MDR will be filed for the tablets. This report represents the solution.

Manufacturer narrative:
Device available for evaluation: yes. Returned to manufacturer on: 02/09/2017. Device returned to manufacturer: yes. (B)(4). Device evaluation: the product was returned to the manufacturing site for investigation. Both returned and retained products were tested using chemistry methods, all results were within specifications. The reported complaint issue was not confirmed by the test results. Manufacturing record review: a review of the manufacturing records was performed. The records for production process were found to be acceptable, all testing items were completed and met specifications. There were no non-conformances related to this complaint. In conclusion, reported lot was deemed acceptable for release. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides the user with instructions, precautions and warnings for the proper use and handling of the product. Based on the results of the investigation, no product deficiency was identified. All pertinent information available to abbott medical optics has been submitted.